Event description:
It was reported that the surgeon attempted to insert an micl12.6 implantable collamer lens and the lens got stuck while advancing in the cartridge. There was no pt contact.

Manufacturer narrative:
(B)(4). Method: work order search. Results: visual inspection of the returned product showed that a piece of a haptic plate was torn off and missing and there was a clear surgical residue on the lens. A work order search was performed and there were no similar complaints found. Conclusion: based on the complaint history, work order search and the eval of the returned product, were unable to determine the root cause of the event. It should be noted that the cartridge, injector and ftp were not returned for inspection. (B)(4).